Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) developed an infection on (B)(6) 2023 characterized by fever, diarrhea, cramping, poor appetite and hypotension. The rn stated the infection was caused by an issue with 2 lots of the fresenius stay safe caps. The patient was receiving antibiotics in the outpatient pd clinic. In an additional follow-up call, the reporting nurse confirmed the patient was experiencing symptoms (noted above) on the morning of (B)(6) 2023. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture yielded growth of the organism paracoccus yeei. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic dosing) on an outpatient basis. The nurse indicated the patient recovered from the peritonitis event. The patient continues pd therapy with the same cycler and a new box of stay safe caps (provided by the outpatient pd clinic) without further reported issues. The nurse stated the peritonitis is not related to any fluid leaks or any issues with the fresenius cycler/cycler set. The patient has a fresenius extension set that is attached to the pd catheter (not a fresenius product). The patient uses a new stay safe cap at the end of treatment that is attached to the fresenius extension set. The nurse alleged the patient received two boxes of defective stay safe cap with lot #d1zd201& d1zd071. Per the nurse, upon visual inspection of the stay safe caps there are no observable defects. However, the nurse stated that when attaching the stay safe cap to the end of fresenius extension set the iodine filled sponge inside the cap disintegrates. The nurse provided that the pd clinic has the two boxes of the involved stay safe caps available for return to manufacturer.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) developed an infection on (B)(6) 2023 characterized by fever, diarrhea, cramping, poor appetite and hypotension. The rn stated the infection was caused by an issue with 2 lots of the fresenius stay safe caps. The patient was receiving antibiotics in the outpatient pd clinic. In an additional follow-up call, the reporting nurse confirmed the patient was experiencing symptoms (noted above) on the morning of (B)(6) 2023. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture yielded growth of the organism paracoccus yeei. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic dosing) on an outpatient basis. The nurse indicated the patient recovered from the peritonitis event. The patient continues pd therapy with the same cycler and a new box of stay safe caps (provided by the outpatient pd clinic) without further reported issues. The nurse stated the peritonitis is not related to any fluid leaks or any issues with the fresenius cycler/cycler set. The nurse alleged the patient received two boxes of defective stay safe cap with lot #d1zd201& d1zd071. Per the nurse, upon visual inspection of the stay safe caps there are no observable defects. However, the nurse stated that when attaching the stay safe cap to the end of the pd catheter (not a fresenius product) the iodine filled sponge inside the cap disintegrates. The nurse provided that the pd clinic has the two boxes of the involved stay safe caps available for return to manufacturer.